Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided a4: patient weight: unknown / not provided d1: brand name: unknown / provided d4: additional device information: unknown / not provided g4: premarket identification PMA/510(k) #: unknown / not provided h4: device manufacturer date: unknown / not provided.

Event description:
The patient presented as an emergency due to discomfort when biting hard. The doctor removed the orthodontic appliance, disassembled the bridge over the implant-supported prosthesis, and found a fractured screw at 14 and a failed implant at tooth 16. Implant at tooth site 16 was removed due to non integration and curettage was performed. Procedure was not completed this report refers to fractured screw.